Manufacturer narrative:
Device evaluation: the pump was returned assembled with driveline cut approximately 3 inches from the pump housing and the severed portion of driveline was not returned. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no depositions; however, there were circumferential contact marks on the outlet bearing cup and outlet cone section of the rotor. The presence of these contact marks suggests that a deposition was likely present in the outlet stator while the pump was in operation. Depositions could have contributed to the reported elevation in the patient's lactate dehydrogenase level and hemolysis; however, a correlation to the reported gastrointestinal bleeding could not be conclusively determined. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope. No abnormalities were found. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Device thrombosis, hemolysis, and gastrointestinal bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 9 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was implanted on (B)(6) 2015 for end stage congestive heart failure and non-ischemic cardiomyopathy. The patient reportedly did fairly well on lvad support but experienced a few previously unreported occasions of gastrointestinal bleed requiring discontinuing and restarting anticoagulation multiple times. On an unspecified date, the patient developed shortness of breath and was brought to the implanting center for evaluation. High lactic acid dehydrogenase levels of 1346 u/l and hemolysis symptoms were noted. A ramp echocardiogram study showed opening of the aortic valve with a higher pump speed and lvad thrombosis was diagnosed. The patient underwent a subcostal pump exchange on (B)(6) 2015. No further information was provided.